Event description:
The manufacturer received information alleging a ventilator's external flow sensor malfunctioned. There was no harm or injury reported. The device was returned to a third party service center, and the customer's complaint was confirmed. The device's external flow sensor was replaced to address the issue.